Manufacturer narrative:
We were informed by the customer that the instrument used during the reported event is not available for evaluation, therefore we are unable to verify the cause of the incident. In addition, the lot of the instrument was not provided and the lot/device manufacturing records cannot be reviewed.

Event description:
A report was received from a user facility in the (B)(6) stating that while using the aspiration cannula, the posterior capsule tore. The doctor suspects that the damage to the posterior capsule was caused by a defective aspiration cannula.